Event description:
The device was used during a lar procedure. Reportedly, the instrument was difficult to fire and the staples did not form properly. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.